Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. Additionally, 26 unopened sterile proglide devices, from the same lot number, were returned from the customer for evaluation. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the proglide device fractured inside the artery where the foot and sheath come together. The patient was taken to surgery to remove the broken piece of the device and close the artery. There was no adverse patient sequela reported. The physician felt that scar tissue in the target groin contributed to the device breakage. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Twenty six unused representative samples with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed on 13 of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.